Event description:
It was reported when using the bd pyxis medstation es system prompted as error message drawer did not detect on communication bus, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was reported with drawer failure. A field service engineer cancelled the work order, since the issue was resolved by customer. No resolution found. The system functioned as intended.